Manufacturer narrative:
A philips remote service engineer (rse) called the customer back, but the biomedical engineer (biomed) was unable to speak about the issue at the time, and he advised that he would call back when he had time. The rse emailed biomed for an update, and he said that they had two alarm (speaker) cables defective back-to-back. Based on the information available and the testing conducted, the cause of the reported problem is the speaker cable. The reported problem was confirmed. The biomed stated that the speaker cable was replaced to resolve the issue, and he requested that the rse close the case. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue mp70 indicating that the alarm output was not working. The device was in use on a patient at the time of the event. There was no adverse event reported.